Event description:
It was reported that the patient was hospitalized with complaints of palpitations. Three days later the patient expired. Device interrogation revealed a vf episode five minutes prior to patient being found. Review of session records revealed multiple episodes of supraventricular tachycardia over a three-day period and the episode of ventricular fibrillation. The device charged to deliver therapy for the vf, however due to inappropriate programming, return to sinus was detected and therapy was aborted. It was noted that the patient stopped taking amiodarone medication two months earlier due to renal failure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.